Event description:
The customer reported the ventilator alarmed and displayed error codes that indicates oxygen device failed. The customer reported the device was in use on pt, but there was no pt harm.

Manufacturer narrative:
Contact information: (B)(4). Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.